Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming, "no disposable, pump won't run." Patient was unable to see if there was bubbles in the line. The reservoir volume was 68.7 rate was 1.5 ml/hr and 8 ml was given. It is unknown if there was air in line. There was no patient, or clinician injury associated with this occurrence. No further information is available.